Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of flashing display, blank screen and change of battery alert. The customer's blood glucose reading was unknown. The customer stated that the display is currently blank. The customer stated that the spring is neither damaged nor corroded. Customer stated the pump has not been exposed to moisture recently. The customer declined to troubleshoot for replace battery. The insulin pump was not returned for analysis.